Manufacturer narrative:
The manufacturer received information alleging a ventilator inoperative condition had occurred after updating the firmware on the device. There was no harm or injury reported. During the evaluation of the device at third-party service center, the third-party service technician observed no error codes in the device's event log for this issue. The third-party service technician did not confirm the customer's issue on the device. The third-party service technician did observed contamination on this device. Additional findings not related to the malfunction/issue was the internal battery needs replacing on the device. The service technician recommended replacing the device¿s internal battery to address this issue. The third-party service engineer recognized contamination was found on the following parts: blower assembly, blower bellows seal, machine flow sensor, and the inlet proximal filter. The service technician recommended replacing the device¿s blower assembly, blower bellows seal, machine flow sensor, and the inlet proximal filter to address the contamination issue. The following part will be proactively replaced on the device: muffler assembly, air inlet foam filter, and particulate filter.

Event description:
The manufacturer received information alleging a ventilator inoperative condition had occurred after updating the firmware on the device. There was no harm or injury reported. The device was sent to a third-party service center for evaluation. The device investigation has yet not begun. A final report will be filed once the investigation has been completed.